Manufacturer narrative:
Evaluation revealed the target device as primary product. Associated products were not reported. Appearance of item and inspection records identified the target device returned being of old design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The alleged distal targeting issue (static mode) could not be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited to, if e.g. The following instructions are not carried out properly: ensure that the nail holding bolt is still fully tightened. Avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly. Check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray. Neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm. Start the power tool before having bone contact with the drill. Use sharp and center tipped drills only. The target device returned was documented as faultless prior to distribution and as it had been in use for a longer time (approximately 10 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. Regarding misdrilling the operative technique has already been modified by ecn 6496/08. The reported event is caused due to using an instrument which should have been already sorted out because of the small visible damages described in the stryker instructions for cleaning, sterilization, inspection and maintenance. The brochure instructions for cleaning, sterilization, inspection and maintenance (l240020009) shows several examples of damages and recommends removing such damaged products. With engineering change notice ecn 6053/07 the material of the cfr-arm has already been changed in order to improve stiffness and avoid cracking. Lab test 081107cb1 had verified the suitability of the new material.

Event description:
Distal targeting sleeve did not line up with distal locking hole for a short gamma nail in static mode. Was able to lock in dynamic mode.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Distal targeting sleeve did not line up with distal locking hole for a short gamma nail in static mode. Was able to lock in dynamic mode.